Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl in a ziploc bag in a return kit, in the original jar, fully submerged in a clear, unknown solution, with an s/n tag. The valve was discolored, indicating blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation; the leaflets were stiff yet flexible. Leaflets l1 and l3 were in the open position, leaflet l2 was in a more closed position. All commissures appeared intact. No signs of damage. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced, and during the advancement, there was resistance. The capsule was then detracted and the valve was inspected. At this point, there was a bent strut on the outflow crown. Due to the receipt condition, a deployment simulation to evaluate against the alleged expansion event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure for a transcatheter aortic valve, the valve did not fully expand during imp lantation, and it was recaptured three times. After removal, the valve did not expand outside of the body in room temperature water. The device was never implanted and the valve was replaced.